Event description:
It was reported that the patient presented to the clinic for a follow-up on (B)(6) 2022. Upon interrogation of the implantable cardioverter defibrillator (ICD), it was noted that there were post paced t wave oversensing episodes on the ICD. The device was reprogrammed resolving the issue. The patient was in stable condition.